Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl and manual insulin injections were administered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin and fluids were administered. Elevated bg/dka were resolved. Customer was discharged approximately one week later with no permanent damage. Customer alleged pump was not delivering insulin properly. Pump supplies had been changed daily and there were no issues observed with the pump supplies. No alerts or alarms occurred. Customer reverted to using manual injections for insulin therapy. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.